Event description:
A customer reported to baxter (B)(4) of a plexitron set that presented particles inside the tubing. It is unknown when or in which care area this event occurred. There was no patient involvement or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: an actual sample was sent in for an evaluation. A visual inspection was performed and a particle was found inside the set's tube. The reported problem was confirmed. The cause of this condition was due to a manufacturing issue. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The sample has been received and is available for evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. This is a product not distributed in the us and does not have a 510k number. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.